Event description:
The manufacturer received information alleging a ventilator would not operate on ac power. There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation. The ac power cord was replaced at the reporting facility to address the issue.